Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Event description:
The customer observed a falsely elevated troponin-I result for one patient on the architect i2000sr analyzer. The following data was provided: sn (B)(4), sid (B)(6) completed at 20:28 and 21:27 results: 0.45, 0.01 ng/ml; sn (B)(4), sid (B)(6) completed at 20:44 results: 0.01 ng/ml. The customer uses a cutoff of 0.04 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Note: this patient was previously reported in the follow up to manufacturer report 1415939-2014-00014.